Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. Manufacturing evaluation revealed that the device was returned with the positioning pin of the guide missing. Visual inspection showed that the pin fell out, as reported. The fracture face of the weld was homogeneous, indicating material conformity. It is possible that too much lateral stress was applied onto the guide, causing the weld of the pin to break; however, the root cause could not be determined since the positioning pin was not returned. The complaint is deemed indeterminate from a manufacturing standpoint.

Event description:
It was reported that during a acdf c5-c6 procedure, the foot on the drill and screw guide fell off. The pieces were retrieved and the surgeon selected another guide to complete procedure. No harm to the pt was noted.